Manufacturer narrative:
Additional information received ; it was confirmed that the device associated with the type ib endoleak was etlw1613c124e, serial number (B)(6). No vessel calcification/tortuosity/thrombus was noted. No intervention was performed to treat the endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: etlw1616c124e, serial/lot #: (B)(6), ubd: 10-may-2025, UDI#: (B)(4) ; product ID: etlw1613c124e, serial/lot #: (B)(6), ubd: 30-oct-2025, UDI#: (B)(4) ; product ID: etew1313c82e, serial/lot #: (B)(6), ubd: 02-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced an alleged issue of an endoleak type ib at the left limb following the implantation of a stent graft. The stent graft used was the esbf3214c103e endur iis bif. The assessment by the sponsor indicated a possible relation to the device and procedure. No additional medical intervention was required to prevent permanent injury or impairment. No patient complications have been reported as a result of this event.